Manufacturer narrative:
(B)(4). Evaluation of the incident device found eschar on the tip. There were indentations around the perimeter of the insulation indicating the electrode had been grasped with a metal instrument. The electrode failed hipot testing.

Event description:
The customer reported that during a bilateral breast augmentation procedure, the insulation on the electrode became damaged. The patient incurred a 6 mm full thickness burn at the incision line on the right breast. The incision was closed and bacitracin applied to the burn area. The patient was reported to be doing well.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.